Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm), they completed the heartstring loading according to IFU to do vessel grafting to aorta. After the aortic cutter, the delivery device fire was carried out, but the seal did not settle in the hole and was caught inside the device. The surgeon placed a finger over the seal and aortomomy, to anchor in place the seal. They tried to set the seal by widening the hole, but the stuck part inside the device did not come out. Patient bleeding continued to occur, so a new product of the same product was used and applied to the patient. The patient did not bleed more than intended. No harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/22/2023. Photographs were provided by the account. A photographic inspection was conducted. Product information was provided in photograph #1. Signs of clinical use and evidence of blood was observed in photograph #2. The seal was observed to be deployed, in an opened state, with no visual defects observed. In photograph #3, signs of clinical use and evidence of blood was observed on the intact aortic cutter case, loading device as well as the delivery device. No visual defects were observed. In photograph #4, the white plunger was fully depressed. The blue safety lock was not observed in the photograph. An investigation was conducted on 03/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the aortic cutter. The aortic cutter was observed to be in a deployed state. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety off, which allows for the white plunger to be depressed. The tension spring assembly was observed in the delivery device with no visual defects observed. The seal was observed to be in a deployed open state with no visual defects observed. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the photographic evaluation as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000238892 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.